Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image due to a printed circuit board failure. In addition, there were scratches on the screen due to peeling of the screen coating, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.